Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she went to the hospital urgent care for a non diabetes related issue but she was recommended to stay because of the high blood glucose she experienced. Customer stated she was high when she woke up; she treated with the insulin pump only and it did go down. Blood glucose at the time of the urgent care visit was 225 mg/dl but it was 404 mg/dl in the morning. Customer stated that she got sick a few times and fell back asleep, when she woke up again she went to the urgent care because of her stomach was hurting and had a swollen hand. Customer feels the high blood glucose was due to eating carbohydrates the night before. Nothing further reported.